Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant and repair are unknown. It was reported approximately 89 months post stent graft implantation, the patient was seen for a routine follow-up appointment. The arteriogram demonstrated both iliac stent grafts have dislocated out of the iliac limbs, resulting in a type iii endoleak. There was placement of bilateral iliac limbs, 18mmx88mm and a 14mmx15mm and aorta cuff 24mmx88mm within the aneurx stent graft. The iliac limbs were placed in the distal portion of the common iliac artery. The physician elected to reinforce the distal iliac limb with a self expanding stent. At the conclusion of the procedure, there was a type I endoleak noted. The physician elected to treat the endoleak with dilation of the distal left landing zone. No additional clinical sequelae have been reported, and the patient is fine.

Manufacturer narrative:
Eval results: inherent risk of procedure (migration, endoleak). Lack of info (unknown cause of migration or separation of the stent grafts). Conclusion: lack of info (unknown cause of migration or separation of the stent grafts). Other; secondary intervention performed.